Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range (oor) pace impedance measurement on the right ventricular (rv) channel. The rv impedance was noted to have increased approximately two (2) months prior but it was not oor at that time. Since the oor measurement, the impedance was noted to be going up and down. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) to perform isometric and pocket manipulation testing and program off the respiratory rate trend (rrt) sensor when the patient is brought into the clinic. The patient was noted to not be dependent on pacing therapy. The hcp indicated the physician just wants to continue to monitor the patient at this time. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range (oor) pace impedance measurement on the right ventricular (rv) channel. The rv impedance was noted to have increased approximately two (2) months prior but it was not oor at that time. Since the oor measurement, the impedance was noted to be going up and down. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) to perform isometric and pocket manipulation testing and program off the respiratory rate trend (rrt) sensor when the patient is brought into the clinic. The patient was noted to not be dependent on pacing therapy. The hcp indicated the physician just wants to continue to monitor the patient at this time. The products remain in-service. No patient symptoms or adverse patient effects were reported.